Event description:
The lead was returned, with no event information available, although 'dissatisfaction with product/quality/service' was noted. It subsequently tested out of specification during manufacturer's analysis.